Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end chip and peeling adhesive was physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. The event can be detected/prevented by following the instructions for use which state: ¿ltf-190-10-3d operation manual provides the detection method. ¿important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ltf-190-10-3d reprocessing manual provides the preventive measures. ¿3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received confirming the scope was not used in any procedure after it was incorrectly reprocessed. Device evaluation has been performed. During evaluation, it was observed, the reported issue was confirmed, deterioration of the gluing appearance of the objective lenses with visible missing parts was noted, due to chemical/physical stress, the charged coupled device glue was peeling off, porous was noted on the bending section cover, the scope body was scratched, the grip unit was broken, the cable tube unit buckled, the lightguide cover glass was scratched and the switch contact malfunctioned. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. Device return receipt date is not available at this time. Additional evaluation findings are pending. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, reprocessing issue was noted with the endoeye flex 3d deflectable videoscope. Upon inspection of the customer¿s returned device it was observed, loosening/detachment of parts was noted in the joint area. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.